Manufacturer narrative:
(B)(4). The analysis results found that the atw45 device was received in good visual condition and with no reload present and was noted to have the firing mechanism damaged. The device opened and closed without any difficulties noted. No further functional test could be performed due to the conditions of the device. The device was disassembled to verify the condition of the internal components and the trigger post was found damaged. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated causing an increase of the internal forces resulting in the component yielding. It should be noted as part of our quality process each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the jaw did not open after the first firing. The jaw was opened by returning the firing trigger and the closing lever to the home positions by hand. The staples were formed properly. There were no adverse consequences for the patient.